Manufacturer narrative:
The technician found that the rocker arm was worn causing the head end brakes not to engage. The technician installed a brake/steer upgrade on the head and foot ends to repair the stretcher.

Event description:
Info received indicates, the brake is not holding at the head end of the stretcher.